Manufacturer narrative:
Medtronic received the following information from the journal article entitled; temporal and morphological patterns predict outcome of endovascular repair in acute complicated type b aortic dissection christian smedberg, rebecka hultgren, martin delle, linus blohmé, christian olsson, johnny steuer eur j vasc endovasc surg (2018) 56, 349 - 355, doi.org/10.1016/j.ejvs.2018.05.011. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia sent graft systems were implanted into patients for the endovascular treatment of acute or subacute non-traumatic type b aortic dissection on unknown dates. The following adverse events were reported: vascular bypass, type a dissection, mi, renal failure, stroke, bowel ischemia, spinal cord ischemia, extensive bowel resection, multiorgan failure, hypertension, haemodynamic shock, chest pain, back pain, abdominal pain, malperfusion, rupture

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.